Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was previously used to deliver dilaudid (hydromorphone). It was reported that the patient's pump was alarming. The patient stated that it began "alarming every hour for month", but four days prior to this report, it started alarming every 10 minutes. Patient services reviewed the information and redirected the patient to the healthcare provider (hcp) for further assistance. The patient mentioned that they had their pump turned off 2 years ago due to an issue with the provider.